Event description:
Boston scientific received info that this pt expired during a replacement procedure. The pt's chronic device system had been interrogated prior to and during the invasive procedure. No anomalies were identified following each interrogation. There were no allegations against the system. After the device was detached, and during the revision of the pocket, the pt went into emd. Several external defibrillation shocks were delivered without successful conversion. The physician requested the replacement device and during acls, following attachment, an internal shock was attempted. Subsequently, an 'open shock lead fault' was displayed. Multiple additional external shocks were delivered. The patient's rhythm became agonal at that time. Efforts to further resuscitate the pt was ended.

Manufacturer narrative:
Not returned. The physician discussed the possibility that the open shock lead fault may have been due to a possible loose set screw or lead damage sustained during the procedure. The physician suspects a pulmonary embolism as the cause of death, however, an autopsy has not been performed at this time. The local sales representative will attempt to retrieve the device or obtain a memory dump.